Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure ablation". The patient's medical history included multigravida, parity 2, allergic reaction to antibiotics, allergic reaction to analgesics, pregnancy test urine negative, menorrhagia, ovarian cyst and pelvic congestion syndrome. Previously administered products included for an unreported indication: calcium, fish oil, vitamin d, trazadone, vitamin c and multivitamin oral. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomies, left oophorectomy, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right : the number of expanded coils that appeared trailing into the uterine cavity was 2. Left : the number of expanded coils that appeared trailing into the uterine cavity was 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: " previously reported event medical device removal replaced with pelvic pain female". Other event novasure ablation performed on same day of essure insertion added. Reporter, medical history, essure removal date, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain in female') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "novasure ablation and esure insertion done on same day". The patient's medical history included multigravida, parity 2, allergic reaction to antibiotics, allergic reaction to analgesics, pregnancy test urine negative, menorrhagia, ovarian cyst and pelvic congestion syndrome. Previously administered products included for an unreported indication: calcium, fish oil, vitamin d, trazadone, vitamin c and multivitamin oral. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomies, left oophorectomy, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right : the number of expanded coils that appeared trailing into the uterine cavity was 2. Left : the number of expanded coils that appeared trailing into the uterine cavity was 4. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed; yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.